Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; there were bubbles observed out of the inflation port between the btt body and the inflation port. While we are unable to conclusively determine a root cause, each btt undergoes an inflation and deflation inspection prior distribution. Additional evaluation needed. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the trocar would not hold air on the vasoview 6 pro. The balloon on the insertion kit was leaking and would not hold a seal. An accessory pack was used to complete the procedure. The hospital did not report any pt effects.